Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility it was observed that the tip is broken off. The tip breaking off during a procedure can cause an infection risk. There was no known patient impact or delay to any known procedures.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility it was observed that the tip is broken off. The tip breaking off during a procedure can cause an infection risk. There was no known patient impact or delay to any known procedures.